Manufacturer narrative:
On (B)(6) 2016, a medtronic representative went to the site to test the equipment and found that the automatic brightness stabilization (abs) toggle button was not working. Rad/gain calibration was performed. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, when using the imaging system, the mobile view station (mvs) stays completely dark during 2d imaging. No patient was present during this event, so no patient demographics are applicable.